Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer called to report issues with the reservoir. Customer reported that the reservoir and the tubing connector could not be locked. The procedure was confirmed to be performed properly. Customer's blood glucose reading at the time of the incident was not included in the report. Product is not expected to return.